Event description:
During dialysis there was haemorrhagia from the point where the catheter comes out from the subcutaneous tunnel.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete, a supplemental report will be submitted.